Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen and there was ink leaking from the lcd. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the insulin pump got bumped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratched display window and cracked case display window corner. Unable to perform displacement test and self test due to cracked and bleeding lcd glass.